Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual exam may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Dysphagia and vomiting are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
Pt reported experiencing "an inability to keep fluids down and vomiting post-operatively, resulting in removal of the device with out replacement." It is unk if the device is available for return.